Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h6 (patient). H6 patient code: removed the code for joint injury. No code available (3191) is used to capture device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and dislocated which caused the poly to disassociate from the cup. Doi: unknown, dor: (B)(6) 2020, affected side: unknown.